Event description:
The customer called and reported his insulin pump threshold suspended a few times, possibly based on erroneous sensor readings. The customer's sensor gave a reading of 54 mg/dl while customer's blood glucose was 176 mg/dl. Insertion and calibration techniques were discussed. It was found the sensor was bent. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.